Event description:
The hospital reported that the acrobat-I stabilizer arm was not tightening properly. Although the device functioned initially, the customer heard a noise while turning the handle, and the device subsequently failed. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.